Event description:
Clinical study 6000089-2004-01093. Sometime after a coronary artery drug eluting stenting procedure the pt experienced an mi. The index procedure treated one target lesion. Target lesion 1 was a 3.8 mm vessel diameter, 90% stenosed region of the mid left anterior descending artery (lad). The physician direct stented the lesion with one taxus express2 8.8% 3.5x20mm drug eluting stent without complication. The pt was discharged from the hosp 1 day post index procedure receiving plavix and asa. The site reported that this pt experienced an mi. Additional information has been requestd for this event.

Event description:
Please disregard MDR 6000089-2005-00767 because further information from the site indicates that this event never took place. "There was a miscommunication between the pt and doctor and there was no reportable event. There were no labs or evidence showing that an mi did occur so this was a withdrawn event."